Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. Root cause of frayed grip cable is attributed to a component failure. Additional finding not reported by site: the instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end on the bipolar yaw pulley. No material was found to be missing. Electrical continuity was tested and passed. Root cause of insulation damage on the conductor wire is attributed to component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (part # 470205 / lot # n10200218 0003) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 on system (B)(4), with one use remaining. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the fenestrated bipolar forceps had insulation damage on the conductor wire at the distal end with a passed electrical continuity test and no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the fenestrated bipolar forceps instrument had a torn cable, and the "wire stands off from the branch." The procedure was completed with no reported injury.